Event description:
It was reported that on (B)(6) 2022, surgeon removed stryker screw(s). There were no complaints or adverse events communicated related to this screw removal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).